Event description:
Pt had lifeport inserted. Beginning 2 weeks ago, when the lifeport was used for injections, pt developed swelling outside the chest wall. Catheter was explanted with a catheter tear noted approx. 4 inches from the diapharagm. New catheter was implanted.